Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed in which allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had no telemetry during change out. The health care professional (hcp) had a magnet placed over device yet no beeping was heard. This is likely in related with the safety core as no beeping was heard. Technical services (ts) further explained. This ICD was explanted. No additional adverse patient effects were reported.